Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Approximately 6 years have passed since the device was manufactured. Based on the results of the legal manufacturer's investigation, the cause of the reported issue could not be determined. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem could not be reproduced and was not confirmed. Additional evaluation findings are as follows: 1.) Damage to the pixel of the image sensor imaging device by cosmic rays was noted; 2.) Video connector appearance defects due to physical/chemical stress. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that the image did not appear. There was no patient injury, associated with the event, reported to olympus.